Event description:
The fse reported that the images produced were unusable. It could or did result in the termination and/or rescheduling of an interventional procedure. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and the image intensifier power supply. The system operates as intended.